Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 9f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The use of the 9f sheath was continued and the evar procedure was completed. Reportedly post procedure, one of the sutures broke. When the suture broke, the suture trimmer was accidentally pushed deeper, and bleeding got worse. Therefore, the vessel was exposed surgically. The second proglide suture was removed, and manual suturing was done to repair the vessel to resolve the bleeding and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.